Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the rv and svc shock coils. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead. During mechanical analysis, a stylet intended to be used with this lead could be inserted and advanced within the lead's lumen only with resistance. This was due to the presence of coagulated blood along the inner coil of the lead, which was most likely introduced into the lumen as a result of stylets used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the issues mentioned in the complaint description. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to loss of capture and sensing secondary to dislodgement.